Event description:
The patient suffered a minor from the cautery device.

Manufacturer narrative:
After removing the drape following a c-section procedure, the clinician noticed the patient had a minor burn from the cautery device. It was evaluated by the wound care nurse and treated with an ointment. It is not known if the cautery device had come in contact with any metal during the procedure. The contact stated it was not placed in its holder. This device is a component in a custom procedural pack and is manufactured by covidien. The facility contacted covidien and has sent the sample directly to them for evaluation. As the manufacturer of the device, covidien will identify a root cause and will make the determination if any corrective action is indicated.